Manufacturer narrative:
The field service engineer (fse) followed up with the customer via telephone and worked with customer on what steps were taken so far for the problem. The fse was not able to confirm any errors and was unable to reproduce any errors. The fse requested for the customer to call back to technical support and have the decontamination procedure for the instrument be sent to them and followed per instructions. The fse called back the following day and was informed the decontamination was performed on the evening shift and the qc results for the myo was back within customer established qc ranges. No signature due to no onsite service. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 07sep2019 through aware date (B)(6)2020. There were no similar complaints identified during the searched period. The most probable cause of the reported event is biological contamination.

Event description:
It was reported that the myoglobin (myo) quality control (qc) went out high. The customer calibrated and the qc lot numbers have been in use for several weeks and recovering well. The other assays are not having issues. Onsite service was requested. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting myoglobin (myo) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.